Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported to philips that the device does not respond when they try to turn it on, there is no ac power indicator or battery indicator. There was no patient involvement.